Manufacturer narrative:
Device passed displacement test and self test. Intermittent button response noted during testing due to pillowing keypad overlay. Device also received with cracked case and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the down arrow left button and back button unresponsive. The blood glucose was 158 mg/dl. The customer stated that numbers are ramping on their own. The device will be returned for the analysis.